Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-03473. It was reported that stent thrombosis occurred. The patient presented with an st-elevation myocardial infarction (stemi). The patient sustained a large myocardial infarction. The target lesion was located in the left anterior descending (lad) artery. A synergy stent was placed. The patient remained hospitalized for about 5 days and was on aspirin and plavix. On about the 5th day, the patient experienced arrhythmias and chest pain. Angiography revealed in-stent thrombosis. A synergy stent was placed inside the first stent and normal flow was established. The patient remained hospitalized. Approximately two days later, the patient had recurrent chest pain and arrhythmias however the stented area contained no thrombosis and was patent. No further patient complications were reported.